Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the architect analyzer / computer shutdown on it's own and then they saw smoke and smelled a burning odor. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
During the subsequent site visit, the field service engineer (fse) identified that the scc f+power supply within the scc computer failed. However, the fse found no evidence of burning or charring of the part. The scc f+power supply was replaced to return the analyzer to normal function. A review of the architect isr08047 service history was performed and found no contributing factor on or around the date of the event. There were no subsequent reports of smoking from the analyzer or the scc after the scc f+ power supply was replaced. A review of labeling found that the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the scc f+ power supply. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke from the scc f+ power supply (rohs) was limited to the power supply; no actual damage to the power supply or other component was observed. A review of complaints for the architect i2000sr did not identify any trends in regards to the current complaint issue. A similar complaint review of the power supply, scc f+ (rohs) (pn 7-206072-01) was performed for the timeframe jan2017 - dec2017, and no trends with regard to the current complaint issue were identified. Based on the investigation no product deficiency was identified for the architect i2000sr or for the scc f+ power supply (rohs) (pn 7-206072-01).